Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 260 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the display screen was cracked and had blue/purple discoloration. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.